Manufacturer narrative:
Internal report reference number: (B)(4). Only 1 test strip was returned. Evaluation of strips could not be performed. Meter was returned. Reported defect not reproduced on returned meter. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 14-jan-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 168, 216, 196, 183 and 189 mg/dl. The customer¿s expected blood glucose test result range is 105-115 mg/dl am fasting and 160 mg/dl bedtime fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining area. The test strip lot manufacturer¿s expiration date is 06/16/2026 and open vial date is 2-3 weeks ago. The meter memory was reviewed for previous test result history: result 1: 168 mg/dl , date: on (B)(6), time: 5:23pm fasting, result 2: 216 mg/dl , date: on (B)(6), time: 305pm unsure, result 3: 196 mg/dl, date: on (B)(6), time: 11:08am fasting, result 4: 183 mg/dl, date: on (B)(6), time: 11:07am fasting, result 5: 189 mg/d l, date: on (B)(6), time: 12:07am fasting bedtime.